Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump volume became faint and hard to hear. Customer's blood glucose level (bg) lowered to 34 mg/dl. Reportedly, due to the low bg, customer experienced convulsions and emergency services were called. Customer was administered a glucagon shot to address their bg level. Reportedly, the customer continued to use the pump for insulin therapy.